Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t repeatedly displayed an error code during a procedure. The unit was powered down and back up and the unit began to function as expected. The case was completed without further incident. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported error code and replaced the processor board to resolve the issue. The unit was tested extensively following the replacement and a functional verification was performed. No further issues were identified and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this issue.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t repeatedly displayed an error code during a procedure. The unit was powered down and back up and the unit began to function as expected. The case was completed without further incident. There was no report of patient injury.